Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, one linear opening on the posterior side, yellow particles in the fill channel, an observed void >1-mm in the non-textured valve-to-shell-bond area. A leak test and microscopic analysis was performed which identified one smooth crease opening on the posterior side. The fill test inspection was performed and the result is no blockage. Based on the device analysis, the final assessment is one smooth crease opening on the posterior side assessed as a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side deflation. Device remains implanted.